Event description:
Reporter indicated that a dell handheld computer froze on the interrogation failed screen during a generator revision surgery. The patient was anesthetized at the time and the procedure was completed without interrogation. A soft reset was reported to be unable to resolve the issue. A hard reset, performed by letting the battery die, resolved the issue. The handheld and flashcard will not be returned as the event resolved.